Event description:
It was reported a motor stall occurred due to magnetic resonance imaging (MRI) exposure and the stall recovered more than two hours after. The logs were checked and the patient was reprogrammed. According to the logs, the pump stalled during the MRI on (B)(6) 2014 and there was no account of a recovery until (B)(6) 2014 when the patient went to the healthcare provider (hcp) for a pump adjustment. The patient¿s status at the time of this report was ¿alive-with injury.¿ it was also reported the patient felt pain return on (B)(6) 2014. After, the pump was adjusted up by 7%, and on (B)(6) 2014 the patient felt overdose symptoms occur. Later, the pump was reduced by 50% and the patient was to be monitored by the hcp. Symptoms the patient experienced included being tired and sleepy. It was noted the patient also experienced underdose symptoms and felt a great deal of back and stomach pain return during the motor stall period. The pump was being used to deliver morphine. It was further reported at the time of the report it was not yet determined if there was a volume discrepancy. No other troubleshooting was done at the time. The patient was scheduled to see the hcp the week of this report. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).